Event description:
Subject reported snapping and clicking of right hip on (B)(6) 2011 office visit.

Manufacturer narrative:
The information provided by stryker orthopaedics clinical affairs department. No additional information is available at this time. Additional follow-up information may be obtained by the clinical affairs as it becomes available. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.